Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40-70 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Reportedly, the customer suspected that the pump settings needing adjustment, which could have contributed to low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.